Event description:
It was reported when a patient presented in clinic for follow-up a day after implant procedure. It was found that rv lead was not capturing. The fluoroscopy revealed the rv lead dislodgement. The patient was taken for rv lead positioning & while doing that, ra lead could not be unscrewed from the device header. Several attempts were made but failed to withdrawal the atrial lead from the device. As such the physician elected to explant the device and the atrial lead. The patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The analysis found the a-setscrew was firmly stuck in the atrial connector block and required destructive methods to separate it from the device connector. Analysis performed using scanning electron microscope found the foreign material to be epoxy in the connector block threads, which caused the setscrew to get stuck. When the setscrew was tightened in the field the epoxy in the threads resulted in locking the setscrew in place. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. A second anomaly was found with the atrial connector block threads. A row of the connector block threads was not properly tapped or cut. This caused the setscrew threads to be damaged as it was tightened into the bad row of threads. A manufacturing anomaly may have occurred that did not completely tap the connector block threads. As a result of both of these findings, abbott is performing further investigation.